Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired healing and wound dehiscence at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation did not identify an infection, and the patient was referred to wound care. The physician noted that the patient was undergoing palliative chemotherapy and was immunocompromised, which may have contributed to the impaired healing.

Manufacturer narrative:
Additional information: section b - event date; event description. Section d - explanation date. Section f - importer awareness date; type of report; report sent to manufacturer; adverse event problem.

Event description:
The evoke scs system was explanted.